Event description:
Brush head is coming loose/ falls off [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while his family used oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brush heads became loose, and the brush heads sometimes fall off when the brush is turned upside down. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.